Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient believes she needs a replacement pump because she has experience fluctuation blood glucose levels over the past 3 months. The occlusion alarms are frequent and she believes the pump error was the cause for her blood glucose levels. The reporter did high blood glucose and low blood glucose troubleshooting to verify that the pump was functioning. Patient's blood glucose was reported at 400 mg/dl and a bolus and retest was addressed every 1-2 hours. The patient had moderate ketones performed by a healthcare provider and identified as not dangerous/life threatening, but no date was provided. The pump was flushed with water and insulin, tubing was ok, no air bubbles/gap; luer was tight, cartridge ok and changed every 48-72 hours, pump also tested ok. Patient reported that the site was sometimes compromised. Site was attached to leg and was told to try different site. No adverse health outcome was reported. See MFR 3012307300-2017-00776 for other complaint.